Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was attempting to load a cartridge when they noticed an altitude alarm. There was no impact to the customer's blood glucose level. Customer was subsequently able to clear alarm and resume insulin delivery.